Event description:
It was reported the distal tip of the duodenovideoscope came off during the procedure inside the patient. They were almost done completing the procedure, withdrawing the scope out of the patient when the cap detached, and the patient coughed out the device. The issue occurred during an endoscopic retrograde cholangiopancreatography while the patient was under sedation. There were no reports of patient harm. This is report 1 of 2.

Manufacturer narrative:
Related patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.